Event description:
It was reported that during a procedure yesterday, the healthcare provider (hcp) was able to get a good motor response during needle testing, but the lead did not provide a motor response. The case was cancelled and the patient was no implanted. It was later reported that the patient was said to recover without sequela. The patient was fine and the implant was scheduled for (B)(6)-2013.

Manufacturer narrative:
(B)(4): analysis of the lead, lot # va08w68, found no anomaly.